Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the ous sales rep, chpv inline valves w/o siphonguard changed their setting after patients left the hospital. There were no reports of delay or patient harm.

Manufacturer narrative:
Updated UDI : (B)(4). It was previously reported that the device would be returned for evaluation. It was later communicated that the device would not be provided. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies related to the reported issue. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported by the ous sales rep, chpv inline valves w/o siphonguard had unexpected setting changes after implantaiton. The patient had symptoms with this event and the device had to be reprogrammed.

Manufacturer narrative:
Additional information was received regarding the reported event. This report has been updated to reflect the new information. At present, we consider this complaint to be closed.